Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer through several troubleshooting steps, including disconnecting and reconnecting the tubing, tightening connections, and delivering boluses to resolve the alarms. The customer was advised to replace necessary supplies and resume insulin therapy.